Event description:
Pt alleges that after wearing the ace neoprene knee brace for one and one-half hours while jogging on the grass, pt's right knee swelled up and bruised everywhere. This necessitated a visit to the doctor who prescribed lodine xl (anti-inflammatory).